Manufacturer narrative:
On september 10, 2020, the product investigation was completed. Device investigation summary: during a visual examination of the device a tear was observed on the posterior aspect measuring approximately 0.1 cm. Leak testing was performed, according with mentor procedure, and no other tears were observed. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast prosthesis implantation surgery with two unspecified mentor smooth saline breast prostheses, suffered right breast implant deflation, post-procedure. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the suspect medical device was a 325cc mentor smooth round moderate profile saline (catalog: 3501650 lot: 5549079 sn: (B)(6) mentor also became aware that the correct date of implant explantation surgery was (B)(6) 2020. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).